Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a low battery alert, and, upon inserting a new battery, the insulin pump alarmed failed battery test. The customer inserted another battery, but the insulin pump died. The customer's blood glucose was 230 mg/dl. Troubleshooting was done. Recommended customer to use the energizer aaa alkaline battery. The customer stated that neither the battery compartment nor the spring were damaged or corroded. The customer did not receive another failed battery test alarm during troubleshooting. The customer stated that the display returned after a new battery insertion. The insulin pump passed the self test as well. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.